Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the hospital and diagnosed with cutaneous abscess of right upper limb. The patient stated that they had cellulitis due to the pod. It was also reported that the site was extremely painful and was swelling. The patients blood glucose levels reached >250 mg/dl. The patient was treated by surgically cut, drained, and packed the abscess. Other illnesses included essential hypertension and atherosclerotic heart disease of native coronary artery disease without angina pectoris. The patient was released the following day, the patient has disposed of the pod.